Event description:
A customer reported a malfunction alarm signaled by the pump with a code labeled as malf 0. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and after following these instructions, the malfunction code did not recur. The customer was informed that it was safe to continue using the pump and agreed to contact support if the issue reappeared.